Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving fentanyl (15,000 mcg/ml at 4,494 mcg/day) and bupivacaine (15 mg/ml at 4.4 mg/day) via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient¿s pump flipped. Surgery was performed. During the procedure, the pump was surgically repositioned/fixed, and the pump dose was kept the same. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.